Manufacturer narrative:
Broken eyelet and white suture were returned. Inserter tool was not returned. Magnification of the break area shows no voids in the material. Without evaluation of the inserter tool, a conclusion could not be made for the reported device failure.

Event description:
Sales representative reported that an anchor broke off at the head during insertion. Surgeon successfully inserted 3 anchors prior to this one breaking. Glenoid was pre-drilled prior to insertion. Sales rep. Confirmed that the threaded portion of the anchor remains in the patient. A follow-up x-ray was taken and it could not be confirmed if the anchor remains embedded in bone or if it is in the tissue. A follow-up visit will determine if additional surgery will be necessary to remove the piece. A 1.8mm drill was used to prepare the site. The ao-2 finger technique was utilized and axial alignment was maintained as the surgeon was using a drill guide. A delay of 2-minutes resulted. The third out of four anchors is the one that broke. The fourth anchor was successfully implanted. Patient had "excellent" bone quality.